Event description:
It was reported that the ultrasonic core broke. A 135x50cm ekosonic endovascular device was selected for use in a thrombolysis procedure to treat an occluded superficial femoral artery (sfa). During preparation, the catheter was vigorously flushed, and the ultrasonic core was inserted into the catheter, but it became stuck. Advancing the ultrasonic core wore through the catheter; it became kinked. It was very hard to push, and then very hard to pull out. Upon pulling the ultrasonic core back, it broke in two. The ultrasonic core was sticking out of the catheter and was grasped with a hemostat and pulled completely and fully out of the catheter. The catheter was fully intact and was successfully removed from patient. The procedure was completed with a good outcome using a non-boston scientific infusion catheter. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the ekosonic endovascular device was returned for analysis. Visual inspection confirmed that there were kinks in the infusion catheter approximately 28cm and 113cm from the strain relief. It was also observed that the ultrasonic core was broken and detached approximately 90cm from the luer barb. The reported events were confirmed.